Event description:
Initial analysis of ECG indicated no shock advised. AED switched to manual mode and shock delivered. Subject was not resuscitated. (B) (4).

Manufacturer narrative:
ECG associated with use reviewed. Based on assessment of ECG, device did not cause or contribute to outcome.